Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported being unable to properly power on their freestyle flash blood glucose monitor for approx 2 months, and the customer then reported feeling dizzy, and then fell onto the floor. A glucose result of 450 mg/dl was obtained on a neighbor's one touch meter. The customer was transported to a local hosp by his cousin. While at the hosp, customer was diagnosed with hyperglycemia. Exact treatment administered in order to stabilized glucose levels is unk.